Manufacturer narrative:
Conclusions: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding.

Event description:
The audiologist reported that the user was hit by a baseball bat over the weekend, directly on the audio processor. He was no longer able to hear with the device after this incident, even when trying to use another audio processor. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but has not taken place yet.

Event description:
The audiologist reported that the user was hit by a baseball bat over the weekend, directly on the audio processor. He was no longer able to hear with the device after this incident, even when trying to use another audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the user was hit by a baseball bat directly on the audio processor over the weekend. He was no longer able to hear with the device after this incident, even when trying to use another audio processor.